Manufacturer narrative:
Concomitant products: product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2009, product type recharger. (B)(4).

Event description:
It was reported that electrodes 0-7 had high impedances greater than 10 ,000. It was noted actions required as a result of the event included reprogramming. It was noted that diagnostic testing and troubleshooting included impedance testing and reprogramming. It was noted that the patient was only getting stimulation in their right leg. It was noted that after performing impedance check and discovering the high impedances the patient was successfully reprogrammed to get good coverage and pain relief of all painful areas. It was noted that no further action was planned at the time of report. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that patient symptoms included less than 50 percent therapy relief. It was noted that the location was left leg and lower back.